Event description:
Device malfunction: delivery catheter tip detachment. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that the dynalink stent was successfully implanted in the superficial femoral artery. As the delivery catheter was being removed, the white tip detached but remained on the guide wire. The guide wire and the detached catheter tip were completely removed as a single unit. There was no adverse patient effect. Though requested, no additional information was available.

Manufacturer narrative:
(Off label vascular use). The device was received. Investigation is not complete.